Event description:
The reporter stated that the surgeon was advancing a implantable collamer lens model micl 12.6 in the cartridge and noticed a haptic was damaged so, he quit using the lens. No pt contact.

Manufacturer narrative:
Eval results - a lens serial work order search was performed for similar complaints which shows no similar complaints. A visual inspection of the returned product shows the lens is stuck in the cartridge. There is clear surgical residue on the cartridge. It should be noted that the injector and foam tip plunger were not returned for eval.